Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome and post lumbar laminectomy syndrome. It was reported that, since implant, the therapy had never helped the patient's pain. The patient said they quit recharging the ins about 4 years ago. The patient stated that their healthcare professional (hcp) had instructed them to have the ins removed. The patient was wondering if the ins would be ok in their body until they have it removed; the patient was directed to follow the hcp's instructions. No device issues were reported. No further complications were reported. Additional information was received from the patient. The patient called back to verify that the ins was okay to keep in their body after it had depleted. The patient stated their pain hcp wants to take the ins out. The patient said they will get the ins removed after their recently implanted pacemaker is adjusted. No further complications were reported. Additional information was received from the patient on 2019-sep-03. It was reported that the patient¿s whole system was removed because it didn¿t work properly. There were no further complications reported or anticipated.